Manufacturer narrative:
The hybridapc probe was discarded after the procedure. Therefore, it was not available for an evaluation. However, the associated equipment and accessories (i.e., waterjet, apc, esu, etc.) Were thoroughly inspected/tested. The devices were found to be functioning as intended and within specifications. In addition, no anomalies were found in the device history records (dhrs). In conclusion, no problems were found with the devices that would have caused or attributed to the event. Most likely, there were many factors involved with the incident. However, it appears that the required procedural approach as well as the patient's condition/disease state were significant factors involved with the event. Specifically, a retroflex position of the endoscope was required to treat the target tissue (i.e., a more difficult position/technique) as well as the targeted tissue at the gastro-esophageal junction was scarred (i.e., a difficult area to treat, lift, and ablate damaged tissue). Nevertheless, no conclusive determination could be made as the cause of the event. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a hybridapc probe with a waterjet unit (model erbejet 2, part number (p/n) 10150-000, serial number (s/n) (B)(4) as well as an argon plasma coagulator (apc) [p/n 10134-000, s/n (B)(4)]/electrosurgical unit (esu)/generator (p/n 10140-100, s/n (B)(4)) system was used in the treatment of barrett's esophagus in a patient as part of an international clinical study in europe. The waterjet unit was set at 580 psi followed by the apc being used at 60 watts and then decreased to 40 watts. Difficulty involved with injecting into the submucosa was encountered at the targeted tissue site due to scarring. The lifting of tissue was not optimal; however, there were no reported issues with the probe or the equipment during the procedure. About 8 hours later, the patient complained of chest pain and had a fever. Laboratory tests indicated signs of an infection. Additionally, a perforation of approximately 3 mm was detected at the gastro-esophageal junction. Therefore, a second endoscopy was performed to close the perforation using clips. Then, the patient was hospitalized and given antibiotics. Subsequently, the patient was discharged from the hospital in good condition. Note: the hybridapc probe [part number (p/n) 20150-015 is the same probe as p/n 20150-215 cleared for distribution in the u.s.]. The accessories and equipment were distributed by our parent company, (B)(4), to a hospital in (B)(6).